Event description:
On (B)(6) 2010, the pt was found with right-sided hemiparesis and aphasia, and presented to the hospital with a mrs of 4. The penumbra system was used on the target vessel, the left m1, in conjunction with 20 mg ia tpa. On (B)(6) 2010, an intracranial hemorrhage occurred with uncertain relationship to the study device and angiographic procedure. It was reported during review of data for the clinical trial as mild in severity and was resolved without any actions taken.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The info available regarding these events is limited to the procedural reports provided by the hospital.